Manufacturer narrative:
The manufacturer previously reported a ventilator's front panel/keypad led pca and system board were replaced to address the device not powering on and having a blank screen. The components were not replaced. The customer rejected the estimate and the device was returned unrepaired.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel/keypad led pca was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's system board was replaced to address the issue.